Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-02488. The patient received an scs system, including a percutaneous lead and an anchor, on (B)(6) 2010. It was reported the patient was referred for a lead revision due to inadequate coverage. While attempting to reposition the lead, the physician reportedly could not unlock the anchor. Both the lead and anchor were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.